Event description:
It was reported may 6, 2026, set right femoral PICC tubing, tubing fixed in place, good blood return. Change the medication on time, at that time continuous pumping 50% dextrose injection, go 10ml / l. 8:05 found that the patient's bed sheet wet, turn the sheet found PICC port disconnected, the rest of the implanted body parts are fixed intact, and immediately reported to the on-duty doctor to check the patient. The patient's vital signs were intact, and the PICC catheter was removed as instructed. The process of removing the tubing went smoothly, and after double checking, the tubing was removed intact, with no residue. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.